Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same date. The cause of the peritonitis was unknown. On (B)(6) 2011, the patient began remedial therapy with loading dose of amikacin (500 mg, ip, frequency not reported), fortum (1 gm, ip, once daily) and reflin (250 mg, ip, once daily). Dianeal therapy as well as remedial therapy with fortum and reflin were ongoing. At the time of this report, the patient was recovering from the event of peritonitis and remained hospitalized. The nurse believed the event of peritonitis was not related to dianeal therapy.